Event description:
Complainant reports device, lighted urological stent, melted on the pt during procedure to remove colon. No external injury reported at time of procedure though internal injury has not yet been confirmed. Per complainant, dr (B)(6), states other occurrences with other physicians are believed to have occurred. Notify (B)(6)? Yes. Notification date: 10/31/2016, attended health professional? Na. Required hospitalization? Na, ER/outpatient visit? Na. Reported complaint to? Unk. Need add'l FDA contact? Yes. Remarks: dr (B)(6) believes cook medical is not addressing issue of stent melting on pt during use. Product code: 78f-ad, pac: 82r801. Product used: yes, date used: (B)(6) 2016. Date discontinued: (B)(6) 2016. Imported product: no. Country of origin: united states. Label remarks: ref # 084120 and g16746. Initial eval: FDA action indicated. Initial disposition: referred to other FDA district. Disposition made by: (B)(6). Initial remarks: MFR info verified via customer service. MFR requests device to be returned for analysis.